Event description:
It was reported that during a procedure the drill unit pushed up on the guide, buckled and broke. The surgeon used a grasper and finished the surgery with another drill unit. Further, a grade 3 and 4 chondral damage of the trochlear groove and subpatella was reported. Procedure was concluded with a slight delay of about one minute.

Event description:
It was reported that during a procedure the drill unit pushed up on the guide, buckled and broke. The surgeon used a grasper and finished the surgery with another drill unit. Further, a grade 3 and 4 chondral damage of the trochlear groove and subpatella was reported. Procedure was concluded with a slight delay of about one minute.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The device was analyzed under the microscope and was found to have experienced significant wear and deformation, including extreme bending indicative of skiving. The arthroscopic video was analyzed, and it was found that the drill completed 35 holes prior to breakage, and skived between 8-14 times (difficult to assess precisely due to poor visualization). The primary root cause of skiving was insufficient guide placement on the bone, where not all teeth were flush with the surface. Thus the root cause of breakage is skiving, which could be mitigated through proper drilling technique of seating the guide on the bone. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.